Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device keeps losing a screw. No further details have been provided and attempts to obtain additional information are ongoing.

Event description:
It was reported that the device keeps losing a screw. No further details have been provided and attempts to obtain additional information are ongoing.